Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with or before bariatric procedure. Approximately seven months post filter deployment, the patient presented for retrieval of the filter. Imaging identified the filter apex to be embedded in the caval wall and limbs extending into branch vessels of the cava. Despite multiple attempts, the filter was unable to be captured after some times from post filter deployment, it was alleged that tilted. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned. Medical records were provided and reviewed. Approximately seven months of post deployment, multiple attempts were made to retrieve the filter, however the apex of the filter was embedded within the interior wall of the cava and could not be captured. A recent computed tomography (CT) scan was noted to have identified the apex of the filter to be embedded in the caval wall. Filter limbs were found to be extending into branch vessels of the cava. It was determined that the filter would remain in place. Therefore, the investigation is confirmed filter tilt, and retrieval difficulties. However, the investigation inconclusive for pulmonary embolism (pe) post deployment. Per medical records, multiple attempts were made to engage the apex of the filter using snare but were unsuccessful due to filter tilt,and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: the current instructions for use states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt. - filter malposition. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the (B)(4) materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient presented for placement of a vena cava filter. The right neck was prepped and access was gained into the right internal jugular vein. The deployment sheath was placed in the inferior vena cava and images were obtained. The filter was placed and the sheath was pulled. Pressure and a dressing were applied. The patient was transferred to pacu with the head of bed elevated. Approximately seven months post filter deployment, the patient presented for retrieval of the filter as it was no longer needed. Ultrasound guidance was used to gain access into the right internal jugular vein and a wire was advanced into the superior vena cava and utilizing fluoroscopic guidance advanced into the inferior vena cava. A pigtail catheter was placed into the lower ivc and an inferior venacavogram performed. Multiple attempts were made to retrieve the filter; however, the apex of the filter was embedded within the interior wall of the cava and could not be captured. A recent CT scan was noted to have identified the apex of the filter to be embedded in the caval wall. Filter limbs were found to be extending into branch vessels of the cava. It was determined that the filter would remain in place. The sheath was removed and direct pressure was held. A dressing was applied and the patient was transferred to pacu with the head of bed elevated. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was deployed. Seven months post filter deployment, multiple attempts were made to remove the filter. The apex of the filter was found to be embedded in the caval wall. Based on the medical records, the investigation is confirmed for difficulties removing the filter and a tilted filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt - filter malposition note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. Approximately seven months post filter deployment, the patient presented for retrieval of the filter. Imaging identified the filter apex to be embedded in the caval wall and limbs extending into branch vessels of the cava. Despite multiple attempts, the filter was unable to be captured. The decision was made to leave the filter in place. The patient was in stable condition at the conclusion of the procedure. No additional medical records were received for this patient.